Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical account, the root cause of the thrombus was most likely patient condition related. It was reported that the clot was noted from the graft and have no issue with the working of the impella at the location of the graft and they were finally able to expel the clot. The clot was not observed at any position that has the direct contact with impella 5.5 during the insertion or removal. So it can be considered as the patient condition because of which the clot was formed and no other issues with were reported.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that upon planned explant of the impella 5.5 pump, a clot was noted within utilized graft. Forceps and manual manipulation were utilized to expel the clot from the graft. Bleeding resulted from the intervention and the graft was subsequently clamped, trimmed, and over-sewn to treat the condition. The patient was stable following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.